Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, corrosion between distal end and distal end cover and left-arm, grip scratched, forceps channel port shaved, coloring on air/water cylinder peeling off, coloring on suction cylinder peeling off, right/left knob discolored, up/down knob scratched, switch box dented, image disturbed when connector was pushed, electrical connector corroded, leak at distal end, light guide bundle broken, distal end scratched, light guide lens cracked, connecting tube buckled/ scratched, adhesive around objective lens cracked, distal end shaved, and foreign material was found at the scope forceps raiser. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope albarran lever was defective. Upon inspection and testing of the customer returned device, foreign material was found at the scope forceps raiser. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Event description:
A user facility reported to olympus, the evis exera ii duodenovideoscope the lever was defective during preparation for use in an unspecified procedure. Upon inspection and testing of the customer returned device, foreign material was found at the scope forceps raiser and corrosion between distal end of the device, plastic distal end cover, and l-arm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material and corrosion are likely due to insufficient reprocessing and a leak occurring from a gap between plastic cover and distal end of the device. However, the root cause of the events is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.